Manufacturer narrative:
On (B)(6) 2022 the consumer left a review on walmart.com stating they received two false negative results from tests within the same box. The consumer did not procide a lot number or other product information. Please refer to MDR# 3004142665-2022-00035 for the other false negative submission.

Event description:
Consumer left a review on walmart.com stating they received two false negative results from tests in the same box. Walmart.com review (B)(6) 2022 beware!!!!! Do not bet your families safety on these tests. Two false negatives in one box. They can't be returned. Stick with binax now...very accurate.

Event description:
Consumer left a review on walmart.com stating they received two false negative results from tests in the same box. Walmart.com review (B)(6) 2022. Beware!!!!! Do not bet your families safety on these tests. Two false negatives in one box. They can't be returned. Stick with binax now...very accurate.

Manufacturer narrative:
(B)(6)2022- the consumer left a review on walmart.com stating they received two false negative results from tests within the same box. The consumer did not procide a lot number or other produc tinformation. Please refer to MDR# 3004142665-2022-00035 for the other false negative submission. (B)(6)2022- consumer posted a review on walmart.com. No additional follow up is to be expected with the complaint file, and the incident will be closed internally.